Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus service operation repair center (sorc), omsc surmised there was the possibility the phenomenon which had not be displayed the image of the subject device was attributed to the deterioration of the parts such as the image processing board or the image transmission connector due to the long term-use passing more than 15 years since manufacturing the subject device. Also omsc surmised there was the possibility the phenomenon which had not be lit up the lamp of the subject device was attributed to the life time of the lamp or the deterioration of its peripheral parts. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This report for non-fatal serious injury/device malfunction has been stored under the covid-19 pandemic in accordance with the guidance published by FDA, postmarketing adverse event reporting for medical products and dietary supplements during a pandemic. Since the subject device has not been returned to olympus medical systems corp. (Omsc) for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the image of the subject device was not displayed, and the lamp was not lit up at the unspecified timing. But only the power switch lamp was lit up at that time. At the incoming inspection for the repair, olympus service operation repair center (sorc) checked the subject device, and duplicated the reported phenomenon. Sorc found the converter failure of the subject device, which might be caused the reported phenomenon. There was no patient injury associated with this report.